Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2015-39817 (B)(4)

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose reached 498 mg/dl. Customer's current blood glucose was 173 mg/dl. Customer treated their blood glucose with a manual injection. It was also found the customer was feeling nauseous from their high blood glucose. Troubleshooting did not find any leaks or air bubbles present. It was also found the customer did not have a bent cannula after removing their infusion set. The customer also reported the insulin pump passed a high pressure test during troubleshooting. It was also found the customer was unable to remove the plunger from the reservoir. Customer was advised to change out their entire infusion set, reservoir, and insulin. The reservoir will be returned for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.